Event description:
As reported: partial arterial deployment of manta. Manta was explanted with surgical cut down and sutured closed with good outcome. Additional information on 18jul2022: during a tevar procedure, micro puncture single access was obtained under ultrasound in the left cfa. The left cfa measured greater than 7.5mm and reported to have mild vessel calcification, lateral eccentric, with no tortuosity. During the tevar procedure, there were no reported issues with advancing and withdrawing procedure sheaths. The diagnostics post case were within IFU ranges. Weight appropriate heparin was administered at the beginning of the procedure and 20mg of protamine was given post case intravenously. Act was not performed. The blood pressure was monitored by anesthesia and noted to be augmenting at 80mm/hg systolic <120. Manta was deployed at the measured deployment depth of 6cm and had immediate hemostasis, but faint distal pulses. The physician put an ultrasound probe over the arteriotomy and noticed the collagen reducing blood flow in the common femoral artery. During the surgical cutdown is when the physician found the manta device deployed with the collagen partially in the vessel. After exposing the inside of the artery, the physician mentioned posterior plaque, not calcium. The patient did fine with a good outcome post procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, an 18f manta was deployed for closure in the left common femoral artery (cfa). Both left and right arteries were greater than 7.5mm. The physician originally planned for closure in the right cfa. However, the wire access was lost while exchanging the sheath, and pressure was applied post 8f sheath insertion. A mid-left common femoral artery access was gained utilizing a micro-introducer and ultrasound with a single stick. The arteriotomy had mild calcification, lateral eccentric, no tortuosity, and a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate, however, distal pulses were faint. An ultrasound probe was placed over the arteriotomy, and the physician noted collagen reducing the flow within the cfa. The physician chose to do a surgical cut down, revealing the collagen was partially deployed in the vessel; and posterior plaque was present. The cause of the partial occlusion is possibly due to the plaque present which could have disrupted the seating of the manta anchor during deployment allowing the collagen to be deployed into the artery. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no angiograms or device submitted for investigative purposes, a root cause for the partial occlusion cannot be determined. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery. Procedure preparation states to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.